Manufacturer narrative:
G4:28dec2020 b4:(B)(6) 2020 the device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the ui pcba to resolve the issue and provided replacement part information for the customer to order a replacement part. A good faith effort was made and the customer confirmed that replacement of the ui pcba resolved the issue. The device passed performance verification and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30oct2020.

Event description:
It was reported to philips that the device was turning on by itself while in storage. The device was not in use at the time of the event. This device was in storage when the issue occurred.